Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No UDI is being reported because the lot number was not provided. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use states: note: do not exceed the labeled rated burst pressure (rbp). In this case, it is possible the IFU deviations contributed to the reported material rupture. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the reported inflation above the rated burst pressure (rbp), against instructions for use, caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending artery. An unspecified xience sierra stent advanced to the target lesion and the balloon ruptured after it was inflated to 20 atmospheres. There were no reported adverse patient effects or clinically significant delay in the procedure. No additional information was provided.